Event description:
It was reported that the patient presented for a pacemaker change-out. The physician suspected premature battery depletion. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.